Event description:
It was reported the patient's ipg does not communicate with multiple external devices and the patient does not have stimulation at this time. It is uncertain when the ipg was last charged. The patient may undergo surgical intervention at a later date to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.